Manufacturer narrative:
Final analysis found the interrogation results were normal, the visual screen was acceptable. Additional preliminary test results were acceptable. Device image downloaded was successful.

Event description:
It was reported that the patient had discomfort at the pocket site of implantable cardiac monitor (icm) which was implanted on (B)(6) 2025. The patient preferred to get it removed hence, the physician performed an explant procedure on 20 june 2025. The patient was in stable condition upon the procedure.